Event description:
The physician reported that during the implantation of the subject device, the programmer was frozen and could not been used afterwards (restart was not successful). Preliminary analysis did not reveal any issue on the subject device.

Event description:
The physician reported that during the implantation of the subject device, the programmer was frozen and could not been used afterwards (restart was not successful). Preliminary analysis did not reveal any issue on the subject device.